Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the caller successfully started their sensor session, with no further errors reported.